Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced infection and wound dehiscence at ipg site. As a result, patient was treated with antibiotics and underwent surgical intervention wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the site has healed.